Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a separate event, it was reported that this patient had been hospitalized for a hernia repair on (B)(6) 2023. The patient was diagnosed with an umbilical hernia. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of umbilical hernia with repair. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. It is unknown if pd therapy exacerbated the patient¿s hernia. The cause of the hernia is unknown. However, there is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernia, the liberty select cycler can be excluded as the cause of the hernia.

Event description:
During follow-up for a separate event, it was reported that this patient had been hospitalized for a hernia repair on (B)(6) 2023. The patient was diagnosed with an umbilical hernia. No further information was provided. Attempts to obtain additional information were unsuccessful.